Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they got power error detected every 4 hours. The customer's blood glucose was unknown at the time of the incident. Product will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement and active current measurement. Pump trace download analysis confirmed the pump alarmed power error 25 alarms. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was received with corroded battery tube.